Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the tips of the forceps were bent. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force applied during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device is bent and does not close completely. There was no harm or adverse event for patient, operator or third party reported. Also there was no case involvement reported. No further information received.